Event description:
During procedure, surgeon stated ligasure ls1500 stopped cutting and firing. A new ligasure 1500 was opened and worked without issue. Additional information obtained from the site: there was no patient injury. It was intended to cut and seal. It would do neither when it began malfunctioning. Device had been in use approximately 30 minutes through the procedure before stopped working. Power setting was at 30. The triad unit was functioning properly. The alarm was on and functioning. The device was returned to the manufacturer on july 21, 2009.